Event description:
It was reported that: while using an advantage 2 button shaver handpiece with a 3.5mm sterling ultracut shaver blade during a right shoulder arthroscopy, a patient sustained a burn at the portal site (on her skin) . The doctor noticed that the handpiece was getting hot and when the shaver blade was removed from the patient's shoulder, it was noted that the blade was clearly bent, and the inner portion of the blade was fractured at the location of the bend. It was also reported that no cannula was used at the portal site (the shaver blade was used percutaneously). The burn was described as a 1.5", blanched/whitish area of skin. The burned portion of skin was excised by the surgeon at the completion of the procedure (before usual dressings for this type of procedure were applied), and no additional ointments and/or dressings were reported to have been used. As per communication with the or manager, " to date, there have been no additional medical/surgical interventions associated with this patient." Note: the customer returned two (2) d9824 shaver handpieces but was unable to determine which unit was used at the time of this adverse event.

Manufacturer narrative:
The returned shaver blade was severely bent, the inner tube was broken, and the tip was filled with a very hard, white, unidentified material. The device did not show any evidence of overheating. The condition of this shaver blade is consistent with the application of excess force and/or "stalling out" the blade on an extremely hard surface (harder than bone). (B)(4). There are no other complaints for this item and lot number combination. A two year review of complaint history showed no other complaints for this device; therefore, this is an isolated incident. Additionally, a two year review of complaint history for this and similar products was performed, and the safety risk has been evaluated as acceptable. The cause of the shaver blade breakage is most likely user/technique related. The advantage 2 button shaver (s/n (B)(4)) was tested and the reported issue was unable to be duplicated, as the unit passed all functional test requirements. No increase in temperature was observed. This device was manufactured on 04/19/2001 and the last preventative maintenance on file was on 10/31/2011. The d9824 has a recommended 12 month preventive maintenance service interval. The advantage 2 button shaver (s/n (B)(4)) was tested and the handpiece met all functional test requirements. No increase in temperature was observed. This device was manufactured on 07/02/2003 and the unit was last repaired on (B)(6) 2013 for a broken/missing on/off button. The product's instructions for use (IFU) warns the user to continually check the handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade may cause damage to the blade and may cause thermal necrosis. In addition, the user is cautioned to not apply excessive loading on the shaver blade. Cutting performance is not increased with force. Excessive force or using shaver blades as a lever can cause damage to the device including, motor seizure, and overheating.